Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for chronic low back pain and spinal pain. Information was reported that the patient had their system explanted on (B)(6) 2013. The caller confirmed that the whole system was removed because a "lead came loose". No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.